Event description:
During a coronary drug eluting stenting treatment procedure, the taxus express2 2.75 x 28mm stent could not cross the lesion. No pt injuries or complications were reported. However, the returned product confirmed that there was stent damage and that the shaft of the device had fractured in two separate pieces.